Event description:
Boston scientific received information that this device system detected a shock impedance less than 20 ohms. It was reported that the previous seven daily measurements were in the 50's ohms range. The patient was brought in to the clinic for a follow up appointment the following day. Upon device interrogation, impedance measurements were within acceptable limits. The patient's physician planned to continue monitoring the device system remotely. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.